Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 34-year-old male patient, a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The returned onestep CPR complete electrodes were returned to zoll medical corporation for evaluation. The pads underwent visual inspection and functional testing. The pad assemblies were intact with no exposed wiring, and the high voltage wires and self-test connections were properly deployed. Exposed wiring was observed only within the packaging related to the self test wire, likely due to a torn styrene booklet and damaged foam insulation that normally hides the self-test wire as part of manufacturing. Lot testing confirmed the assembly passed continuity testing, indicating the wires were intact at production. Although the packaging damage may have caused the wire exposure, there is no risk to patient or user safety, and the electrodes remained fully functional as intended. Analysis of reports of this type has not identified an increase in trend.